Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that there were cracks on her insulin pump and the device had battery issues. The patient's blood glucose at the time of incident is unknown. Troubleshooting was initiated and the customer confirmed that the damage was on the left hand part of the screen by the reservoir icon and the damage continues to where the battery cap is located. The customer also receiving failed battery test alarms and low battery alarms. The customer was advised to discontinue use of the insulin pump and revert to a back-up plan per health care professional's instruction. The insulin pump may be returned for analysis and a replacement device was shipped to the customer.

Manufacturer narrative:
The insulin pump was received with operating currents within specifications however, found corroded battery tube. The insulin pump powered up properly after battery installation. No low battery alerts or failed battery test noted. The insulin pump passed self-test, a21 error test, rewind, basic occlusion test, occlusion test, prime test, excessive no delivery test and displacement test. The insulin pump had broken reservoir tube lip, cracked case at the display window corners, cracked lcd window and cracked battery tube threads. The insulin pump was missing the end cap sticker.